Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A sales rep sent baxter corporate product surveillance an email to report a clearlink secondary solution set in which a no flow occurred. According to the report, the set was not venting their acetaminophen bottles. It is unknown when the event occurred. It is unknown if there was patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as the customer is unable to be reached. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.